Event description:
During follow-up, high pacing impedance was observed on the right atrial (ra) lead. No intervention was performed, and the physician elected to monitor the patient. The patient was in stable condition.